Event description:
It was reported that, according to the (B)(6) registry annual report, about hip and knee replacement results between 2012 ¿2019, it was found that an unknown bipolar prosthesis was revised on 1 patient due to unknown reasons. Further information is not available.

Manufacturer narrative:
Results of investigation: the siris report of 2020 reports data from hip and knee replacements between 2012-2019. Revisions were reported due to several reasons. The leading causes were aseptic loosening of the femoral or acetabular component, infection, periprosthetic fractures and dislocations. The implants, used in treatment, were not returned for investigation. This specific complaint reports 1 revision of an bipolar prosthesis. The prosthesis was implanted in combination with thrid party corail stem. This combination is not approved by smith and nephew. The part and batch numbers were not communicated. Therefore, a thorough complaint investigation was not possible. The production documentation as well as the complaint history review could not be reviewed. The risk of a revision is covered through our risk management review, as well as through our IFU lit. No. 12.23 ed 05/16. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the root cause of the reported revision stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues.